Manufacturer narrative:
The cannula seal will not be returned to isi as it was discarded by the customer. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because the cannula seal fell inside the patient. The seal was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a small thin green layer fell into the patient. Surgeon retrieved the fragment by using a laparoscopic grasper which was placed through the port. No additional surgical procedure was performed. Also, the patient did not return with any post-surgical complications the procedure was completed with no reported injury. On 08/07/2019, isi followed up with the initial reporter and obtained the following additional information: surgeon retrieved the fragment by using a laparoscopic grasper which was placed through the port. No additional surgical procedure was performed. Also, the patient did not return with any post-surgical complications.